Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to oversensing of noise with high rate non-sustained ventricular tachycardia (hr-nsvt) and sensing integrity counter (sic) episodes. Isometrics was able to reproduce the noise. The physician reprogrammed the lead and elected to leave the lead in use. No patient complications have been reported as a result of this event.